Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an anterior cruciate ligament surgery the arthrex flipcutter ar-1204as-90 was used. When the surgeon started to drill the flipcutter broke into two parts. The broken parts were retrieved and nothing will remain inside the patient. The surgery was completed successfully with a new device of the same part number. According to the surgeon this incident caused a prolonged surgery time and also an additional x-ray was necessary. The surgeon does not expect any consequential damages for the patient. This incident was reported by the facility to the swiss competent authority swissmedic. Update (B)(6) 2019: the planned duration of the surgery was 1.5 hours. Due to the incident, it was prolonged to another 1.5 hours. In addition, the patient had to be anesthetized again. The anaesthesia was local. The blood block was a critical issue as it was active for the entire time of the surgery. The x-rays were not saved by the facility and can therefore not be made available to us. However, the surgeon can confirm with absolute assurance that all fragments have been removed.

Manufacturer narrative:
Complaint confirmed, the distal end of the device was found to be broken and the cutter tip detached. Complainant's event is most likely caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces applied during use.